Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1/5 of their automated peeritoneal dialysis therapy. Reportedly, the home patient left an unused supply line of the homechoice set unclamped during therapy. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient, no patient injury was associated with this incident, however, the home patient was administered prophylactic antiboiotics as a result of this occurrence.